Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol flat mesh (device #1) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges patient sufferred from adhesions, bowel obstruction, hernias, infection, and urinary incontinence. Adhesions are identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney and medical records: on (B)(6) 2000: the patient underwent a "sling type bladder suspension" procedure with implant of a bard/davol flat mesh (device #1) to treat stress urinary incontinence. On (B)(6) 2015: the patient was diagnosed with stress urinary incontinence, cystocele, rectocele, absent perineum, urethral scarring and underwent an explant procedure of the bard/davol flat mesh (device #1) and implant of an unknown non bard/davol urethral sling. Per the operative report details, ¿the previous sling mesh (davol flat) was identified and freed from the scar tissue. Alleged patient suffered from adhesions, bowel obstruction, "mesh wrapped around bowels, have seen 4 different doctors, tons of medication, nothing helps," cystocele, diverticulitis, hernias, htn, infection, burning, fevers, urinary incontinence and urinary retention after implant of the bard/davol mesh. On (B)(6) 2015: the patient was diagnosed with incomplete bladder emptying and underwent a revision procedure and release of the unknown non bard/davol sling. On (B)(6) 2015: the patient complained of stress incontinence. On (B)(6) 2015: the patient underwent another revision procedure which included revising the unknown non bard/davol sling. On (B)(6) 2016: the patient had an md office exam with complaints of urinary incontinence and was advised possible urethral bulking agent needed to assist with the patient¿s symptoms.